Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient retained it.

Event description:
It was reported that patient's foot was revised due to a broken plate. No causes or contributing factors were reported to the rep as to how the breakage may have been caused. Surgeon removed the plate and 5 screws, no devices were implanted.